Event description:
Hill-rom received a report from the account stating the CPR bracket was broken and would not work. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint #(B)(4).

Manufacturer narrative:
The account followed the troubleshooting steps in the service manual and found the CPR assembly they needed. It is necessary for the bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the CPR release operates correctly (electric model only). A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed any other preventive maintenance on their beds. The account replaced the CPR assembly to resolve the issue. Based on this info, no further action is required.